Event description:
In 2008, it was reported to boston scientific corporation that a refurbished endostat ii electrosurgical generator was planned to be used on four days earlier. According to the complainant, while setting up the equipment, the "circuit board was smoking" and the "setting will not change from #1." The generator was not used in the procedure.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed, therefore, the cause of the reported malfunction is undetermined. The may 2008 15-month hemostasis generator & accessories product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.